Event description:
It was reported that the device was found in back-up mode. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.